Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1mg/ml at .1 mg/ day) via an implantable pump for non-malignant pain. It was reported that the pump was flipping due to a "loose abdomen" in the patient which caused a kinked catheter. A dye study was done followed by a revision of catheter and re-anchoring of the pump. The catheter was uncoiled at spine and good cerebrospinal fluid through was noted.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1mg/ml at .1 mg/ day) via an implantable pump for non-malignant pain. It was reported that the pump was flipping due to a "loose abdomen" in the patient which caused a kinked catheter. A dye study was done followed by a revision of catheter and re-anchoring of the pump. The catheter was uncoiled at spine and good cerebrospinal fluid through was noted.